Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and the display froze. The customer did not recall the blood glucose reading or any events leading to the alarm. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No frozen display or button error alarm noted. The insulin pump had a broken battery tube threads, cracked reservoir tube lip, cracked case at display window corner and missing end cap sticker.